Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to complete incoming functional testing) was confirmed. Upon investigation the monitor failed incoming functionality testing and displayed service code 203 (pulse test fault). The cause for the failure was isolated to oxidation on inter-pca connector j1002aa. The oxidation build-up on the tin connectors increased the resistance, causing the failure. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.